Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 54 mg/dl, and the meter bg reading was 32 mg/dl. Reportedly, the customer's spouse noticed symptoms of hypoglycemia and went to get juice and glucose tablets to address the bg. Reportedly, the customer lost consciousness and the spouse called an ambulance. Paramedics treated the customer with glucose gel. No additional patient or event information was available. A root cause could not be determined.